Event description:
A friend was applying the heated massager to the consumers upper left arm when the unit became extremely hot and shocked the consumer. The consumer claims that he felt the shock from the top of his arm to his fingers. The consumer has a 1" size burn hole.